Manufacturer narrative:
B3 - date of event is estimated.

Event description:
It was reported that after multiple falls, the patient has high impedances on both leads. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2024 where both leads were explanted and replaced. During the procedure fractured leads were confirmed. Therapy was restored post op.